Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that battery longevity was depleting faster than expected. The patient was concerned and stated they have a "weak heart". The caller reported the implantable pulse generator (ipg) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.